Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the main body (light blue) and twist clamp (white part) of a minicap transfer set. When the minicap was removed from the female connector, liquid came out. This was observed during use of the device for peritoneal dialysis therapy. The set was replaced. There was no report of patient injury or medical intervention associated with this event, however the patient was given prophylactic treatment. No additional information is available.